Event description:
The patient reported their stimulator did not work. If they moved or walked a certain way, they experienced severe pain in their neck and back. The patient could only sit for about 5 minutes, and if they stood for too long, the pain radiated down their legs. The patient also reported they had swelling in their spinal column. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)